Event description:
The customer reported to baxter (B)(4) of a basic solution set in which "the tubing cannot be primed beyond the site of the filter as the fluid will not progress any further." The event was reported during priming of device. There was no patient injury or medical intervention, although any patient involvement is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received and initial evaluation confirmed the reported condition. A batch review cannot be performed since there was no lot number provided. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. The used sample arrived primed up to the filter housing. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed. This showed that the priming stopped at the inlet side of the filter. The outlet side of the filter of the sample was unable to be primed. The reported condition was confirmed. The root cause was not determined. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.